Event description:
It was reported that during a photoselective vaporization procedure of the prostate, a courtesy message indicated fiber port overheated, and the console went into standby after 9,693 joules and 2:09 minutes of use. There was abnormal extreme brightness at the fiber hub when the fiber was firing. The procedure was completed with a second fiber without clinical consequences to the patient.